Event description:
Physician has reported unknown side implant extrusion. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is extrusion.